Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports regarding the 1104b olm intracranial pressure monitoring kit (same patient, same product, different incident dates, different problem). A new 1104b was placed on this patient and the intracranial pressure (icp) was reading: -3mmhg, -1mmhg, and swinging to 5mmhg maximum despite a good waveform. The red depth indicator was also located correctly. No other catheters or drains were in the patient. It was then reported that the icp rose straight up to 18mmhg as the patient coughed. The integra clinical educator has been communicating with the medical staff at the user facility. The clinical educator suspected that the medical staff may have given the patient some extra sedation; analgesia and perhaps this may have reduced the icp to such low values. During the last communication, it seemed the medical staff was now happy that the probe was working. Additional information has been requested.